Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer inadvertently dropped the pump and the pump wake button was stuck for a period of time. Customer's blood glucose was 252 mg/dl. Reportedly, the issue was resolved and customer continued pump therapy. After eating a high carbohydrate meal, customer miscalculated a food bolus. Bg elevated (600 mg/dl) and ketones were moderate. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids and manual injections. There was no permanent damage. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain customer's discharge date, customer did not reply.